Event description:
It was reported by the affiliate that post-operative bleeding from staple line and the anastomoses bowel. 1000cc blood transfusion was done. (Amount unknown). The surgeon coagulated the tissue with endoscopy to stop bleeding. Opened another device to complete the case. There was no consequence to pt. 03/01 it was reported by the affiliate the staples were formed and there were complete donuts. There was bleeding discovered from the drain soon after the case was completed. The pt had a sigmoidoscope to coagulate the bleeding. The pt has recovered well.